Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: concomitant medical products: left side; 450cc mentor memorygel breast implant; catalog number: 3504504bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast reconstruction surgery with a 420cc mentor memoryshape breast implant (date of implantation (B)(6) 2016) reported silicone in right lymph nodes. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On 5/13/2020, mentor became aware that the date of surgery was moved from (B)(6) 2019 to (B)(6) 2020. Hence, explantation date under field d7 has been updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/20/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).